Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. No definite signs-of-use were observed. The arrow raulerson syringe (ars) was not included within the returned kit. Visual analysis could not be performed on the ars as it was not returned. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 71c16l1128 to address the issue of a leaking ars. Despite this, it cannot be verified if this is the same issue with this complaint without the ars returned for analysis. The IFU provided with the kit informs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locater needle and syringe) remove locater needle." The report of a leaking ars was not confirmed through complaint investigation. Visual and functional analysis could not be performed as the ars was not among the components returned for analysis. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.